Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet and a libre 3 plus sensor, with a highest glucose of 473 mg/dl by fingerstick and the sensor reading ¿high,¿ after which the user performed a full supply change of a 23 in 6 mm contact detach per care team direction and reconnected to the ilet. Symptoms included nausea. Outcomes included no need for outside assistance and no medical intervention or hospitalization; the user self-managed and contacted their care team. Investigation included customer support troubleshooting and education, review of prior case history, and guidance to monitor glucose after administration of 6 units of backup therapy. Investigation of this case revealed no device malfunction reported and an unclear cause of hyperglycemia following site change and backup therapy, with device alerts for high glucose functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.